Manufacturer narrative:
The lot number was provided for all the seven reported malfunctions, therefore, a lot history reviews will be currently performed. The devices were returned for seven malfunctions. Based on the evaluation results,the investigation is identified for plastic fragments on the needle tip. The devices are labeled for single use. (Corporate lot no: vtdu0486,vtdu0488,vtdu0487,vtdw0663).

Event description:
This report summarizes seven malfunctions. A review of the reported malfunctions indicated that model ecp0110g biopsy instrument allegedly had a plastic material on the end of needle. These reports were received from various sources. The seven malfunctions did not involve with patients as there was no patient contact. The patient's age, gender and weight were not provided for all the seven malfunctions.